Event description:
It was reported that pump quick bolus and wake button did not function as expected and pump display would not turn on unless pump was plugged into a power source. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case, attempt multiple button presses, and test charging, and once display turned on while charging, customer was instructed to keep pump plugged in to use screens until a replacement pump arrived; technical support confirmed warranty status and shipping details, arranged shipment of replacement pump with updated software,